Event description:
A swab was used during oral care on a ventilator dependent individual. The swab apparently fell off and the pt aspirated it. The pt was taken to the ER and the swab was successfully removed.

Manufacturer narrative:
The pt is a female who is status post motor vehicle accident and is ventilator dependent. The pt has quite a bit of oral secretions and the swabs are typically used to clean the tongue. During oral care, the sponge apparently fell off and the pt aspirated it. She was taken to the emergency room where it was successfully retrieved. The pt did well and o2 sats were not compromised. No samples were retained for eval and no lot number was reported. We conduct a pull test at 6 pounds for 100% of all dentip swabs that are manufactured as they come off the line. Without a sample or lot number to investigate, we are able to identify a root cause and no corrective action can be determined.